Manufacturer narrative:
H10: an actual device was not available; however, a photograph was provided for evaluation. The photograph was visually inspected with the naked eye and a separation between the microbore winged female luer lock adapter and the tubing was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred on unspecified dates of 2023, further described as "past couple of months". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of one-link non-dehp y-type microbore catheter extension sets broke off (separated) resulting in a blood leak. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.